Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose was 178 mg/dl. No additional patient or event information was provided.

Manufacturer narrative:
During further troubleshooting, it was found that the pump was functioning as intended and no evidence of a shutdown unexpected was found. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.